Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device did not deliver a dose when the button on the bolus cord was pressed. The device was returned to the biomedical engineering department with an unsigned note that stated, "does not work when programmed." No tracking information was provided; therefore, specific pt information, pump programming, or event details were not available. During testing at the user facility, the customer contact reported the "bolus connection does not work." There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.